Event description:
It was reported that the right atrial (ra) lead had dislodged and is sitting in the right ventricle (rv). The ra lead is programmed off and remains in the patient. No patient complications have been reported as a result of this event.